Manufacturer narrative:
The implantable neurostimulator (ins) battery reached its normal end of life. The parameters were taken from the initial review obtained during product check-in. Impedances were unknown, so the default value of 1000 o was used. For r1, the minimum value of 1.0 v was used instead of the programmed value of 0.8 v (according to the calculator, a 0.2 v increase in voltage results in a loss of only 0.05 years of estimated longevity). The longevity estimate for group c with 1000 o is 3.98 years to eri and 4.23 years to eos. According to the trace report, the ins reached eri in 4.29 years.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the implantable neurostimulator (ins) was losing information and the patient had intermittent therapy. Impedances were checked and were found to be normal. The ins was replaced and the issue was resolved. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.